Event description:
The complainant reported that during a left ventriculogram procedure, the rotator broke off the tubing at 1000 psi. No harm or injury to the pt was reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. The device history record was reviewed with no related exception noted. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Device history record was reviewed.